Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer did the setup of bolus for 2.05 and it was gone to 2 units. The customer declined to troubleshoot for high blood glucose level. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.